Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was not confirmed, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head had a broken cone protector, and the image was abnormal. This was found before an unspecified procedure in which there was no delay. The procedure was completed by use of another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. Inspection and testing found there was no image from the camera head, a broken protector, and the coupler was unsmooth with abnormal sound. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.